Event description:
(B)(4). Initial report received on (B)(6) 2008, add'l info received on (B)(6) 2008, from an esthetical physician, all info was assessed at the same time. A female pt with unspecified age and relevant history had received injections of poly-l-lactic acid (sculptra) for cosmetic indication in 2007. Batch number was unk. On an unspecified exact date but at the end of (B)(6) 2008, occurrence of several nodules on the face one week after mesolift for aesthetic purpose. These nodules are more palpable than visible. The name of product used for mesolift was not mentioned in the dossier. Further info is awaited. (B)(4).